Manufacturer narrative:
Additional information: d7.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found in back-up mode following the delivery of appropriate high voltage therapy. High voltage therapy was deactivated on the device and the device was explanted and replaced. The patient was stable and there were no adverse consequences.